Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify the reported issue of device not powering on. Upon investigation, it was discovered that the device is unrepairable due to obsolete system pcb assembly. The device was scrapped by the service representative.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.